Manufacturer narrative:
Device will not be returned for evaluation.

Event description:
It was reported by the perfusionist that while in the cath lab, the intra-aortic balloon (iab) was prepped & the fiberoptix sensor (fos) slide was inserted into the pump & zeroed properly. The iab was then inserted into the patients' right femoral artery via a sheath. The cath lab scrub nurse stated that the physician noticed that the patient had a tortuous anatomy upon insertion. The physician decided to place an impella device. The intra-aortic balloon pump was put on standby for insertion. Approximately 1.5 hours later, the nurse & perfusionist noticed "a lot" of blood in the iab helium driveline tubing. They clamped off the tubing & turned off the pump. They stated that the pump never alarmed to indicate the possibility of blood in the tubing. The iab stayed in the patient until they could allow his anti-coagulation levels to stabilize & then the iab was removed. It is unknown at this point whether difficulty was encountered. Prior to iab removal & upon transferring the patient to the cardiac short stay unit (cssu), the pump began to alarm "low battery." The perfusionist stated the pump was plugged in & the battery should have been fully charged. It gave all of its alarms quickly & then turned off. There was no reported patient death or injury. Medical/surgical intervention was not required. Iab therapy was interrupted. The outcome of the patient is as follows: the impella was inserted while the patient was in the cath lab, patient stabilized & recovered in cssu. Device will not be returned for evaluation.